Event description:
The event is reported as: "complaint alleges: "nebulization becomes insufficient after a week of continuous use. Previously, this could be used for 2 weeks without any problems." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.